Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo did not indicate tube push off. A total of 10 retained samples were used for functional tests, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was tube push off seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was tube push off seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.